Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced skin irritation from a possible allergin reaction at patch adhesion site. Upon a doctor visit, the patient was prescribed antibiotics to treat infection under the skin. Patient did not report any injury or any medical intervention at the time of contact with dexcom technical support.